Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since implant of the implantable pulse generator (ipg) the patient reported shortness of breath (sob) and is experiencing "some irregular heart rate at night and pulsing and pounding." It was further reported by the health care professional that there was no performance issue with the device, however patient symptoms were due to high blood pressure. It was also reported that the patient had a question regarding the device rate response feature; reports feeling fatigued and has heard fast heart rate at times when falling asleep and feel heart rate is too fast for activity doing at the time. A programming adjustment to the ipg took place and the device remains in use. No patient complications have been reported as a result of this event.